Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the needle to cuff miss; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previous medwatch report filed, the following additional information was received: it was reported that the attempted arteriotomy closure site was located in the common femoral artery using a proglide device with a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, when the proglide device was deployed, the suture could not be retrieved. Hemostasis was achieved using another proglide device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified artery was attempted using a proglide device after an interventional procedure. Reportedly, the proglide suture did not deploy in the artery; a defective closure occurred. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.